Event description:
Information was received from a trial patient who was using an external neurostimulator (ens). It was reported that the patient had an ae trial done on (B)(6) 2024. Today when the manufacturer representative (rep) made a routing phone call to check how the patient was doing with the trial device. They mentioned that they'd just been discharged from hospital (not the implanting facility) where they had been admitted for implant site pain and a hematoma. The patient mentioned that their hb had dropped and they'd had two units of blood prior to being discharged. Possible environmental/external/patient factors include surgical intervention. The surgeon uses diathermy for all tissue dissection and has the diathermy machine turned up to maximum on both cutting & coag. No diagnostics / troubleshooting performed. Patient's location is nearly 2000 kms from my base. The actual trial of stimulation is going well and she has much less urgency & incontinence with it. Surgical intervention planned.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zxls); product type: 0200-lead; implant date (B)(6) 2024; brand name interstim; product ID 3560022 (lot: va2yz5x); product type: 0191-extension; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2zxls, implanted: (B)(6) 2024, product type: lead. Product ID: 3560022, lot# va2yz5x, implanted: (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue resolved as the hematoma resolved. The patient's anemia has been treated. The patient has been discharged from hospital. The patient still has the ae lead in, she is booked for a trial conversion this afternoon.